Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. It was reported that the mesh eroded spanning the left side of the bladder. The patient presented with suprapubic tenderness and urinary symptoms (frequency, urgency). Subsequently the patient re-presented two years later with a new bladder stone and ongoing erosion of the distal bladder neck end of the tape. The patient underwent a ga cystolitholapaxy and removal of bladder stone and visible section of mesh with in the bladder. The patient stayed two days in the hospital. No additional information is available.